Event description:
It was reported that following a cryo-ablation pulmonary vein isolation procedure to treat atrial fibrillation (af) using a polarx catheter the patient passed away due to complication surrounding an aorto-atrial fistula (aaf). The procedure was successfully completed with a minimum temperature of -70 c being reached while ablating the left inferior pulmonary vein (lipv). No patient complications were observed at the end of the procedure, however, the patient did mention post operative pain to their general practitioner "several times" and was given omperazole before being admitted to the hospital approximately 10 days after the procedure. The patient received treatment for sepsis while hospitalized and an aaf was identified on the forth day of their stay when a CT scan was performed. The patient later expired. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. Additional information received indicated that the polarx fit feature of the catheter was not used. The patient did present to the general practitioner (gp) with reflux and was coughing up blood one day prior to admission. The gp noted the reflux was due to long term treatment with omepprazole. The patient was admitted to hospital with pneumonia and sepsis but the electrophysiologist was not notified of the admission until 4 days later at which the aorta computerized tomography was ordered, confirming fistula. The patient passed the next morning.

Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a cryo-ablation pulmonary vein isolation procedure to treat atrial fibrillation (af) using a polarx catheter the patient passed away due to complication surrounding an aorto-atrial fistula (aaf). The procedure was successfully completed with a minimum temperature of -70 c being reached while ablating the left inferior pulmonary vein (lipv). No patient complications were observed at the end of the procedure, however, the patient did mention post operative pain to their general practitioner "several times" and was given omperazole before being admitted to the hospital approximately 10 days after the procedure. The patient received treatment for sepsis while hospitalized and an aaf was identified on the forth day of their stay when a CT scan was performed. The patient later expired. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.